Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart was ¿beating so hard, it maybe pushed the wire out¿. In addition, they felt some mild ¿thumping in [their] heart¿ when lying on their left side. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.